Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 1627487-2022-04371. It was reported that the patient was not receiving effective therapy from their system. Imaging confirmed the leads had migrated. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.